Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. It is likely the defect was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the bending angulation was insufficient due to stretching of the angle wire. The forceps were catching due to buckling/deformation of the instrument channel. The cleaning brush could not be inserted due to buckling/deformation of the instrument channel. The insertion tube had buckling/collapsing in the bending section. The connector demonstrated fluid ingress. Scratches were observed on the light guide/universal cord. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device had a leak. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed a leak due to a perforation in the insertion tube. In addition, service found the insertion tube coating was peeling. This report is being submitted for the peeling coating found during the device evaluation.